Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the air/water channel was clogged, possibly with foreign materials. Other observations for the device are: due to deformation of up/down (u/d) knob, water tightness is lost; due to deformation of angle shaft, u/d knob does not move smoothly; grip, forceps channel port, switch box, scope (s) connector, and sc cover unit all have a scratch; s-cylinder and right/left knob have discoloration. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of bad image from the device when in contact with liquid and the additional channel not being able to be flushed as observed during reprocessing. There is no patient involvement and no harm reported to any patient. Upon evaluation of the returned device, it was observed that the air/water channel was clogged, possibly with foreign materials. This medwatch is being submitted for the issue of the air/water channel was clogged, possibly with foreign materials, observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material remaining in the equipment was unable to be identified. Olympus will continue to monitor field performance for this device.